Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.

Event description:
Attorney's report of pt's alleged pain and mesh explant. The legal complaint states that the pt was implanted in 2001 and again three months later, with ck patches. One mesh patch was said to have been explanted.